Manufacturer narrative:
The cause for the discordant toxo m results is unknown. Clinical history of patient is unavailable. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
Discordant advia centaur toxoplasma m (toxo m) results were obtained for samples from one patient. The initial replicate is positive and the second replicate is either negative or equivocal. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant toxo m results.

Manufacturer narrative:
(B)(4). Siemens healthcare diagnostics has investigated the issue and urgent field safety notice, (B)(4), was issued to siemens customers on august, 2012 regarding the impact of residual cleaning solution in the system fluidic lines after the daily cleaning procedure. The customer has switched to test definition version 1.0.da that corrects this issue.